Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the medical records by nursing staff does not indicate any complications. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, pain is one of the known adverse effects of the tka procedure. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient has been experiencing pain post-implantation for 3.5 years.

Manufacturer narrative:
Cmp-(B)(4). Implant date: (B)(6) 2014. Concomitant medical products: nexgen stemmed tibial component precoat, catalog # 00598005702, lot # 62743317. Nexgen lps-flex articular surface, catalog # 00596205010, lot # 62752707. Nexgen all poly patella, catalog # 00597206535, lot # 62766592. Nexgen all poly patella, catalog # 00597206535, lot # 62758983. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00296, 0001822565-2018-02154, 0002648920-2018-00297.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient was experiencing pain post-implantation.